Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was returned for evaluation. A visual inspection reported that the outer casing was broken. The functional evaluation found that the device operation failed to go past error message "device failed-please return", establishing a relationship between the device and the reported event. The root cause identified as a depleted battery. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
Our reference number: (B)(4).

Event description:
It was reported that the renasys go pump was displaying the message "device failed, please return". No patient was involved.